Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using a contact detach 23 inch 6 mm infusion set, with blood glucose over 400 mg/dl for a couple of hours, and was guided to replace the infusion set and monitor glucose. Symptoms included hyperglycemia without additional clinical manifestations. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy or ketone testing. Investigation included troubleshooting and user education on infusion set replacement and glucose monitoring. Investigation of this case revealed no visible site issues and no reported cannula problems, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.